Event description:
The dentist reported that after 7 months that the dental implant was installed in intra-oral region #14, it was verified its non-osseointegration. On (B)(6) 2014, patient came to the office for remove the healing but the implant came out with it, because it was not osseointegrated. Patient did not have any symptoms.